Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was initially reported in the article titled "vagal nerve stimulator infection: a lead-salvage protocol" that there 6 patients that had infections after being implanted with vns. Follow-up with the physician indicated that he would not be providing any additional information. He was not willing to go back through the data to determine who the patients were and felt that all adverse events would have already been reported this medical device reporting (MDR) report is for patient 1. The infection occurred after the patient's initial implant. The patient presented 2 weeks post-operative with fluctuance and warmth at the generator incision site. There were no associated presenting symptoms. Cultures were taken and showed (B)(6). The patient was treated with vancomycin for 28 days. The lead was successfully able to be saved and did not require replacement. The patient was able to be followed for 7.5 years.